Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff had torn. The customer indicated no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed that the cuff deflated immediately. A visual inspection was performed and it was observed the cuff had cuts. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.